Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the us. Sample will not be returned for evaluation.

Event description:
It was reported that this event occurred in the ICU department. "PICC had been used to administer chemotherapy post insertion without incident. The device flushed well through all three lumens. The night shift noted at 0030 hrs that fluid was leaking from the blue lumen extension where it joins the hub"; the device was inserted into the patient's left arm (vessel not specified). As a result, the device was removed and discarded. "Therapy was ceased and patient sent back to medical imaging in the morning for placement of hickmans". There was a delay reported, however, there was no harm to the patient as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.